Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. There was extensive thermal damage to multiple components on the pcas. The root cause for thermal damage could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted u725 component on the distribution node pca. A root cause investigation into similar events determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the component. Gel was deployed from the therapy electrodes, but due to the damage to the monitor, there are no ECG recordings or flag data to confirm the treatment event. There was no death or serious injury associated with this event. Manufacture dates: monitor sn (B)(4): 07/24/2015; electrode belt sn (B)(4): 7/23/2015.

Event description:
A us distributor reported that a patient alleged a treatment event on (B)(6) 2017. The patient did not sustain any injuries from the alleged event. Gel was confirmed to be deployed from the electrode belt upon evaluation. The alleged treatment event was unable to be confirmed due to damage to the monitor. There were no available ECG recordings or flag data to confirm that the patient received a treatment. The distributor reported that following the alleged event the monitor was unable to power on. The monitor and electrode belt were returned for evaluation.